Manufacturer narrative:
The insulin pump was received with no unexpected blank display noted, no moisture damage on the motor assembly or electronic assembly noted during our visual inspection. All of the buttons are functioning properly and no damage on the keypad traces noted during our visual inspection. All operating currents are within specification. The insulin pump has minor scratched lcd window, cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone that the customer's pump got wet in a rain storm as they were walking home. Caller reported that there was fluid under the lcd display. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.